Manufacturer narrative:
The full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(6) 2015, there were 48 ventricular sic and high rate-non-sustained (ns) episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sic >= 30 in 3 days.

Event description:
It was reported that the patient presented to the hospital after hearing a lead integrity alert (lia). A device interrogation indicated oversensing of artifacts and short interval counts (sic) on the right ventricular (rv) lead, along with episodes of non-sustained ventricular tachycardia (ns-vt) and variability in the r-wave measurement. A connection issue due to a setscrew problem was suspected and a revision procedure was scheduled to verify the connection between the device and lead. The physician commented after the rv lead extraction that the superior vena cava (svc) coil "appeared to be fractured." The rv lead is no longer in use and the status of the device is unknown at this time. No patient complications have been reported as a result of this event.